Event description:
It was reported that during a coronary stent procedure, the shaft broke inside of the guide catheter. The catheter was removed without incident. Upon removal it was noted that the stent was missing. The stent was located with fluoroscopy, and another balloon was used to deploy it proximally to the lesion. Pt status is listed as "okay".